Manufacturer narrative:
Device was received . Evaluation revealed the drill, tri-flat t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. As the item had been in use for more than 3 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The received drill showed traces of an intense and frequent use. The cutting edges of the drill were worn. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral of the drill was sheared off at the level of approx. 36 mm from the tip. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. The event description stated that the drill had contacted the nail or the femoral component of the knee prosthesis, while drilling the distal screw hole which had led to the breakage of the drill. Based on the information given the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an improper handling by the user. In case of intended use such damage would not have occurred. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Before, the patient underwent tka surgery with scorpio nrg. Afterwards, the bone fracture occurred around femoral component. Therefore the patient underwent the surgery with the t2 scn. During surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail or femoral component. And the drill bit was broken. The surgeon could not remove the tip of broken drill from the patient bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Before, the patient underwent tka surgery with scorpio nrg. Afterwards, the bone fracture occurred around femoral component. Therefore the patient underwent the surgery with the t2 scn. During surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail or femoral component. And the drill bit was broken. The surgeon could not remove the tip of broken drill from the patient bone.

Manufacturer narrative:
Evaluation revealed the drill, tri-flat t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. As the item had been in use for more than 3 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. A physical examination could not be carried out as the device was not received. Thus, a reasonable examination was not possible. The event description stated that the drill had contacted the nail or the femoral component of the knee prosthesis, while drilling the distal screw hole which had led to the breakage of the drill. Based on the information given the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an improper handling by the user. In case of intended use such damage would not have occurred. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Manufacturer did not receive device.

Event description:
Before, the patient underwent tka surgery with scorpio nrg. Afterwards, the bone fracture occurred around femoral component. Therefore, the patient underwent the surgery with the t2 scn. During surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail or femoral component. And the drill bit was broken. The surgeon could not remove the tip of broken drill from the patient bone.